Event description:
The customer reported that after sealing and cutting tissue with the instrument, the jaws could not be re-opened. The knife was reported as being stuck inside the jaws. The device was returned with the knife blade exposed beyond the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.